Event description:
Same case as MDR ID#: 2134265-2013-04352, 2134265-2013-04353. It was reported that during a percutaneous coronary intervention, unable to perform pullback occurred. The 90% stenosed target lesion was located in the severely calcified middle of left anterior descending artery. The physician pushed the pullback button and pullback was unable to do. The physician performed manual pullback to complete the procedure. No complications reported. The patient's condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4) device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).